Manufacturer narrative:
(B)(4). Date sent: 5/20/2026 b3: only event year known: 2026 d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D6a: exact date is unk. Assumed first month of the year and first day of the month. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the product code? What is the lot number? When was the exact implant date? Are there images available that shows the migration? If yes, please send them to (B)(6). Did the patient have a hiatal hernia at the time of implant? If yes was this repaired at this time of implant? Does the patient have a re-occurring hernia now? If yes, did the position of the device change based on the hernia reoccurring? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that they had a patient that underwent a linx placement in 2023 and did well; heartburn was well controlled then over the last several months she has struggled with dysphagia, during the ugi barium tablet was lodged at the level of the linx. Egd with dilation was done which showed linx slightly malposition down onto upper stomach with a gastric pouch above the linx. They are planning for removal of linx due to this finding and patient's symptoms.